Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during power on. The root cause of the reported complaint was due to a defective processor board. Upon visual inspection cracked head restraint brackets, motor and encoder covers were observed. These observations were not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). The autopulse platform is a reusable device and was manufactured on 02 feb 2006. It has exceeded its expected service life of years. The platform is 12 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message. No patient consequence was reported.